Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062918. The device involved in the event was discarded; therefore, a return sample evaluation is unable to be performed. A bezoar is a known complication of a j tube placement. Health effect clinical code of e2402 was chosen to capture the event of bezoar. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2024 a patient in greece underwent a procedure for the placement of percutaneous endoscopic jejunal tube (j-tube). On (B)(6) 2025 during a nurse visit, the patient's peg tube was found inside the abdomen, which happened on (B)(6) 2025. The peg tube was pulled back out successfully with no pain. Additional information was received from a nurse on 01 may 2025. The patient underwent a gastroscopy at the hospital in which a bezoar was found. The bezoar was removed and the intestinal tube was replaced. Tubing with the bezoar was discarded.